Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she programmed the settings and the pump requested information that she had never entered before. Customer's blood glucose was 410 mg/dl at the time of incident. Troubleshooting informed customer that this is a normal feature on the insulin pump. Customer requested to return the pump. No further information was provided.